Event description:
It has been reported to philips that there was a connection issue with the wireless footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system and confirmed the issue with the wireless connection as the wireless footswitch's wi-fi (led) indication was solid red. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. The customer is now using the wired footswitch, and the system was returned to good working order. Philips has initiated a medical device correction/field safety corrective action by providing customers with a medical device correction (z-2485-2023)/ field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.